Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and pump. No additional patient information was available. Reportedly, there may have been an obstruction in between the transmitter and pump when the issues occurred, however this could not be confirmed. Reportedly, the pump and transmitter regained connection.